Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was currently out of town and went through a theft detector at a school which turned the ins off. The patient stated that she did not have the patient programmer with her to turn therapy back on and the patient wouldn't be home until the first of (B)(6). No troubleshooting attempts could be made and the patient noted that she knew therapy was off because she was going tremendously a lot and she didn't feel it. There were no further symptoms or complications reported or anticipated.